Event description:
It was reported that after less than five hours of therapy, an intra-aortic balloon (iab) rupture occurred. It was also noted that a catheter restriction alarm was generated. The iab was removed and a new one was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): describe event or problem return to manufacture date device not eval provide code investigation findings investigation conclusions the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during therapy, an intra-aortic balloon (iab) rupture occurred. The iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The sheath was returned over the balloon. The extender tubing was also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the rear seal of the membrane measuring 0.013cm in length. The reported problem was most likely triggered by the leak found on the rear seal of membrane. The evaluation confirms the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).